Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose was 150 mg/dl. Reportedly, the customer replaced the sensor and successfully started a sensor session. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose was 150 mg/dl. Reportedly, the customer replaced the sensor and successfully started a sensor session. Customer continued to use the pump for insulin therapy.